Event description:
The affiliate stated the customer reported partial aspiration and diluter 2 card error messages involving the coulter lh 750 hematology analyzer. The customer stated there were no erroneous patient results generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed there was an issue with the diluter 2 card and solenoid power supply board, and the blood sampling valve (bsv) actuator module was rusted. The fse replaced the diluter 2 card, probe wipe module and the bsv actuator. But the issue remained. The fse then replaced the faulty blood detector adjustment board and resolved the issue. The fse completed system verification and returned the instrument to operation. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. (B)(4).